Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device replacement procedure for normal battery depletion, low, but still in-range pacing impedance measurements (250 ohms) and low sensing values were noted from this right ventricular (rv) lead. This rv lead was connected to the new device and an episode of over-sensed noise resulting in a marked non-sustained ventricular tachycardia (nsvt) event was seen. The physician completed the procedure and elected to perform diagnostic imaging on this rv lead. It was confirmed the rv lead had dislodged. However, the physician elected to not perform a rv lead revision procedure and will continue with remote monitoring. The rv lead remains implanted and no adverse patient consequences were reported.

Event description:
It was reported that during a device replacement procedure for normal battery depletion, low, but still in-range pacing impedance measurements (250 ohms) and low sensing values were noted from this right ventricular (rv) lead. This rv lead was connected to the new device and an episode of over-sensed noise resulting in a marked non-sustained ventricular tachycardia (nsvt) event was seen. The physician completed the procedure and elected to perform diagnostic imaging on this rv lead. It was confirmed the rv lead had dislodged. However, the physician elected to not perform a rv lead revision procedure and will continue with remote monitoring. Some time later, the patient reported hearing beeping tones from their implantable device. Boston scientific technical services was contacted and confirmed this was due to low, out-of-range pacing impedance measurements (<200 ohms). The physician elected to reprogram the beeping alert setting and continue with remote monitoring. Recently, in addition to another alert for low impedance, 2 episodes of over-sensed rv lead noise marked as nsvt were observed. This information was forwarded to the physician and no further information was provided. At this time, the rv lead remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device replacement procedure for normal battery depletion, low, but still in-range pacing impedance measurements (250 ohms) and low sensing values were noted from this right ventricular (rv) lead. This rv lead was connected to the new device and an episode of over-sensed noise resulting in a marked non-sustained ventricular tachycardia (nsvt) event was seen. The physician completed the procedure and elected to perform diagnostic imaging on this rv lead. It was confirmed the rv lead had dislodged. However, the physician elected to not perform a rv lead revision procedure and will continue with remote monitoring. Some time later, the patient reported hearing beeping tones from their implantable device. Boston scientific technical services was contacted and confirmed this was due to low, out-of-range pacing impedance measurements (<200 ohms). The physician elected to reprogram the beeping alert setting and continue with remote monitoring. Recently, in addition to another alert for low impedance, 2 episodes of over-sensed rv lead noise marked as nsvt were observed. The patient recently contacted their healthcare facility due to multiple dizzy spells. Upon device interrogation, episodes of over-sensed rv noise resulting in inappropriate anti-tachycardia pacing (atp) delivery. Additionally, the sensing amplitudes had decreased and the rv capture threshold measurements had increased. The physician subsequently elected to surgically cap and abandon the rv lead. A replacement lead was implanted to resolve the event. During review of the diagnostic imaging, the physician suspected the cause of the events due to be related to extra slack on the rv lead, as the patient's heart has significantly shrunk since the implant procedure due to successful cardiac resynchronization therapy (crt). At this time, the old rv lead remains implanted, but capped and out-of-service. No additional adverse patient effects were reported.

Event description:
It was reported that during a device replacement procedure for normal battery depletion, low, but still in-range pacing impedance measurements (250 ohms) and low sensing values were noted from this right ventricular (rv) lead. This rv lead was connected to the new device and an episode of over-sensed noise resulting in a marked non-sustained ventricular tachycardia (nsvt) event was seen. The physician completed the procedure and elected to perform diagnostic imaging on this rv lead. It was confirmed the rv lead had dislodged. However, the physician elected to not perform a rv lead revision procedure and will continue with remote monitoring. Some time later, the patient reported hearing beeping tones from their implantable device. Boston scientific technical services was contacted and confirmed this was due to low, out-of-range pacing impedance measurements (<200 ohms). The physician elected to reprogram the beeping alert setting and continue with remote monitoring. The rv lead remains implanted and no adverse patient consequences were reported.

Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.